Manufacturer narrative:
The reported event of unable to loosen the ventricle setscrew was confirmed. Analysis revealed epoxy was found in the ventricle connector block threads, which resulted in the reported stuck setscrew event. The observed epoxy was caused by a manufacturing anomaly.

Event description:
It was reported that a right ventricular (rv) lead revision procedure was performed, however no information was provided to the reason for the rv lead replacement. During a revision procedure for the rv lead, the setscrew was not able to be loosened in the header of the device resulting in difficulty removing the lead from the device's header port. The device was then explanted and replaced to resolve the event. The patient is stable.